Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient condition was good.